Event description:
It was reported the device was used during a l.a.v.h. Procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
H6; damaged firing mechanism. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, unfired; cartridge condition, unfired and cartridge return batch number, h0048m. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, broken; condition of yoke, good and was instrument cycled, no. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassembled and found to have damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions.